Event description:
The following was reported to hamilton medical ag: summary: during service software : pressure sensor assembly test fails.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: leak in presssure sensor assembly. Correction: replace the pressure sensor assembly.

Event description:
The following was reported to hamilton medical ag: summary: during service software : pressure sensor assembly test fails.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: leak in presssure sensor assembly. Correction: replace the pressure sensor assembly. Corrected: the awarenessdate was incorrect set to 27.july 2023. Correct awarenessdate is 25.08.2023 . (Section g2).